Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
It was reported that the 2 quickset drill bits broke while drilling for some screws. Roughly 10-15mm distal of the tip of the drill bit. No delay and nothing left in the patient.